Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed the shipping address. The customer planned to continue using the current pump until the replacement arrived.